Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient reported that each time, he underwent re programming, stimulation would be felt in his torso. When he returned home and turned on stimulation, (stimulation was turned off when he was driving). Additional information was requested but was not available at the time of this report.

Event description:
Additional information reported indicated that impedances were performed and current x-rays were checked for positioning against the time of implant. No results were provided for either diagnostic test. It was noted that the patient does not have subcutaneous leads, just a paddle lead placed in the epidural space. The physician plans to retrial the patient and the patient was told to keep stimulation off "if it caused discomfort." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that whenever the patient charges their implant, it makes them feel sick to their stomach. Relevant medical history includes non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
Lead model: 39565-65, lot#: v877769025, implanted: (B)(6) 2012, explanted: na. Programmer model: 37744, serial#: (B)(4). Recharger model: 37754, serial#: (B)(4). (B)(4).

Event description:
Additional information was received from the patient's spouse that reported the patient still received abdominal stimulation when the implantable neurostimulator (ins) was on. The patient began feeling sick after ten minutes due to the abdominal stimulation. The patient's spouse reported that the patient's physician wanted to try a "subcutaneous" lead to capture stimulation, but it would require the patient to be awake during implant. It was noted that the physician wanted to implant a new lead but worker's compensation was reviewing the case. Follow up information was received from the patient that indicated the patient still had concerns about their device or therapy but they were working with their physician or company representative. Three company representatives had tried to reprogram the patient's ins approximately 10-15 times, but the patient continued to feel stimulation in his stomach. The patient noted that he had stayed awake and alert for a three hour surgery and stimulation had been good at first, but eventually went back to his abdomen. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).